Event description:
The user facility reported to terumo cardiovascular that after cardiopulmonary bypass, leakage from the shunt sensor was identified when removed from the blood parameter module (bpm). No patient involvement. Procedure completed successfully.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11.